Event description:
This complaint is now reportable based on analysis completed on 09/11/2009. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 75% stenosed, mildly calcified and mildly tortuous lesion being treated was located in the first diagonal artery. The physician encountered difficulty advancing the 2.50x8mm taxus liberte stent. The procedure was completed with another of the same device. No pt complications were reported. Pt condition is listed as "stable". However, analysis revealed that the 2.50x8mm taxus liberte stent was severely damaged.

Manufacturer narrative:
A visual and microscopic examination found that the stent was severly damaged. The stent was squashed and struts misaligned throughout. The total length of the stent was 6mm and was positioned 1mm from the proximal markerband and 2mm from the distal markerband. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The mfg records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context, as device performance was limited due to anatomical procedural factors. (B)(4).